Event description:
Confirmed high impedance of rv lead during regular follow-up on (B)(6) 2021. The rv impedance gradually increased immediately after implantation. As the impedance increased, the threshold value also increased. The impedance of rv coil and svc coil are also increasing. The r-wave amplitude is stable.